Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. It was reported that the patient experienced peritonitis in (B)(6) 2013. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The patient was treated with vancomycin intravenously (dose and frequency not reported) and other antibiotics (dose, route and frequency not reported) for the event. Pd catheter was removed and the patient was started on hemodialysis. At the time of this report, the patient was back on pd therapy. At the time of this report, the patient was recovered from the peritonitis event. Additional information was requested but is not available. This is report 2 of 3 involved in this event.